Event description:
It was reported that the accusol solution bag for clearflex was reported to have ripped at the separation of the two layers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a tear approximately 2cm in length on the apex of the long peel seal, right side, non-print side up was found. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.